Manufacturer narrative:
H6: investigation summary a photo was received with evidence of broken container side and a note that stated no lids were received either. The complaint can be verified due to the photo but because no further information like material or batch number has been provided, the device history record review remains unknown. The root cause is also unknown without further information. H3 other text : see h10.

Event description:
It was reported that unspecified bd¿ sharps container was missing the lid. The following information was provided by the initial reporter: it was reported that lids were missing from shipment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter additional email address: (B)(6). The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ sharps container was missing the lid. The following information was provided by the initial reporter: it was reported that lids were missing from shipment.